Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse conducted a test and found no reproducibility. Fse will observe the progress. If the problem occurs again, will consider replacing the parts. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed system overheating . Patient's heart rate was130-140b, during treatment patient had increased heart rate due to atrial fibrillation. Atrial fibrillation appears to have developed due to patients condition. The patient's condition stabilized and treatment was discontinued. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.